Manufacturer narrative:
Initial and final MDR 1899766- MDR 3003442380-2024-08391 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced adhesive issues with three infusion sets of the same type. The infusion set fell off during use. Bg values: the patient's blood glucose levels at the time of the issue were between 120-170mg/dl and 54-500 mg/dl. The issue occurred on (B)(6) 2024. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin successfully. No further information available.